Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned a no delivery alarm several weeks prior to the call. Caller reported having a blood glucose level of 430 mg/dl on the morning of the call. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.